Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was unresolved with no further action planned. On (B)(6) 2018 the pump was reprogrammed and the dose was decreased in anticipation of a catheter revision. On (B)(6) 2018 an ir lumbar puncture and computed tomography myelogram found the catheter to be extradural rather than intrathecal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10: additional review determined that the previously reported information pertaining to manufacturer's report # 3004209178-2021-14751 [catheter shifted] was previously reported. Additional information regarding this event will now be reported under this manufacturing number [catheter dislodgements, seizures]. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp), clinical study) regar ding a patient who was receiving saline via an implantable pump for unknown indications for use. It was reported that the device was not therapeutically active as the catheter had shifted.  The pump was filled with saline until a catheter revision could happen.  It was unknown if there was any impact to the patient.  It was unknown if any additional medical intervention was required to prevent permanent injury or impairment.  The event date was (B)(6) 2021.  No assessment for product/therapy/procedure relatedness was made.  The patient's medical history included the indication for device use was brain injury.  The medications the patient was taking included baclofen and clobazam. Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep) reported no revision was scheduled, there was no information about the cause of the catheter shifted, and the event outcome was unresolved with no further action planned on (B)(6)2018.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 23-aug-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving gablofen via an implanted pump. The indication for use was intractable spasticity and head/brain injury. It was reported, on (B)(6) 2018, the patient had increased seizures and tone despite increasing itb dosage noted by family to provider in clinic. Attempts at side port access for dye studies failed to aspirate csf and the procedure was abandoned with a concern for catheter malfunction. On (B)(6) 2018, fluoroscopy was performed and was successful with guided lp with infusion of baclofen. A CT scan without contrast was performed and the entire courses of catheter is extra-thecal, most likely in epidural space and the tip of catheter was seen at c2-3 level. A bolus was administered in the intrathecal space and the patient's tone appeared to respond to the baclofen bolus, but post-procedure course was complicated by seizure activity. The device diagnosis was catheter dislodgement and the clinical diagnosis was increased tone despite increasing baclofen doses. It was indicated the event was related to the device or therapy and possibly related to the implant procedure. The event resulted in a life threatening illness or injury and required in-patient hospitalization. No outcome was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the exact cause of the catheter dislodgment was not known. The patient's pump was reprogrammed on (B)(6) 2018. The issue was unresolved with no further actions planned. The patient's baseline weight was (B)(6).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Updated to reflect the event date information received on 2018-jul-17: updated to reflect the information received on 2018-jul-17. Patient codes (B)(4) added to reflect the report of apnea and oxygen desaturation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-jul-17 from the healthcare provider (hcp) via a clinical study. It was reported that on (B)(6) 2018, the patient's family observed a possible relationship between itb baclofen and increased seizure activity. The patient's physician did not think the increased seizure activity was related as the patient has a seizure disorder. On (B)(6) 2018, the patient had a seizure accompanied by apnea with desaturation down to 50-60% during recovery from ir lp intrathecal baclofen test dose to assess response to it baclofen. A "code blue" was called and given. 4 to 5 additional seizures occurred and the patient was admitted to the pediatric intensive care unit (picu) overnight for observation. The patient's pump was reprogrammed on (B)(6) 2018, and their dose was decreased during the picu stay in anticipation of catheter revision. The patient had 2 additional seizures. The patient was discharged in good condition the next day. Clobazam was started on (B)(6) 2018. The event resulted in a life threatening illness or injury and required in-patient hospitalization and medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The device diagnosis was considered not applicable and the clinical diagnosis was increased seizures. It was indicated that the event was possibly related to the device or therapy, but was unlikely related to the implant procedure. It was noted that the event was possibly related to the drug due to the intrathecal test dose injection. The outcome was noted as resolved without sequelae as of (B)(6) 2018.